Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after placement of the stent of a 14mm x 60mm x 80cm smart control self-expanding stent in a stenotic lesion near the brachiocephalic artery, a stent migration occurred at the time of the post-deployment of an unknown balloon dilation. During insertion of the balloon towards the stent, the stent was pushed out of the lesion and not positioned properly. Therefore, the stent was retrieved using an unknown snare. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The target lesion vessel diameter was 12mm. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 55mm. The lesion has little calcification. There was little vessel tortuosity. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The sds did not have to pass through a previously placed stent. The sds was not advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. There was no unusual force applied during deployment of the stent. The tantalum markers were observed to open symmetrically. There was complete wall apposition on all sides post deployment. The device migrated near the aortic arch. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: after placement of the stent of a smart control 14mm x 60mm x 80cm self-expanding stent (ses) in a stenotic lesion near the brachiocephalic artery, a stent migration occurred at the time of the post-deployment of an unknown balloon dilation. During insertion of the balloon towards the stent, the stent was pushed out of the lesion and not positioned properly. Therefore, the stent was retrieved using an unknown snare. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The target lesion vessel diameter was 12mm. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion vessel length was 55mm. The lesion has little calcification. There was little vessel tortuosity. The stent delivery system did not pass through any acute bends. The delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The sds did not have to pass through a previously placed stent. The sds was not advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. There was no unusual force applied during deployment of the stent. The tantalum markers were observed to open symmetrically. There was complete wall apposition on all sides post deployment. The device migrated near the aortic arch. The device was returned for analysis. One non-sterile smart control 14x60 80 was received for analysis inside a plastic bag. Per visual analysis, the locking pin of the unit was already detached (missing, not returned for evaluation). The system was observed actuated, and the stent of the unit was received deployed. No anomalies observed neither on the stent nor on the smart control stent delivery system. A product history record (phr) review of lot 18010157 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-ses-migration¿ was not confirmed since the referred malfunction could not be properly evaluated due to the nature of the complaint (movement of the implanted device away from the implant site). Per the event description, it was reported the following: quote, ¿a stent migration occurred at the time of the post-deployment of an unknown balloon dilation. During insertion of the balloon towards the stent, the stent was pushed out of the lesion and not positioned properly¿. However, neither supportive fluoroscopy nor x-ray images of the reported stent migration were provided to the complaint. The stent migration could not be confirmed. Therefore, the cause of the reported event could not be determined based on the sole evaluation of the unit the way it was received for analysis. During the investigation conducted the operator stated that ¿there was no unusual force applied during deployment of the stent. The tantalum markers were observed to open symmetrically. There was complete wall apposition on all sides post deployment.¿ it is reasonable to consider that the operator¿s interaction during the insertion of the (unknown) balloon towards the stent as well as selecting an inappropriate pta balloon catheter for post dilation (unknown) may have led to the reported event. According to the instructions for use (IFU) ¿select an appropriate size pta balloon catheter and dilate the lesion with conventional technique. The inflation diameter of the pta balloon used for post dilatation should approximate the diameter of the reference vessel. Remove the pta balloon from the patient. Neither the phr review nor the product evaluation suggests that the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken.